Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. No report of patient involvement. The initial reporter is located (B)(6), and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported the unit had a system reset error resulting in loss of mechanical ventilation. There was no report of patient involvement.